Manufacturer narrative:
The remote service engineer (rse) submitted a quote for onsite service, but the quote was not accepted by the customer. Based on the information available and the testing conducted, the cause of the reported problem is unknown. The reported problem was not confirmed. It is unknown if the device is back in service due to insufficient information. The customer did not accept the quote for onsite support. (B)(6)

Event description:
The customer reported that alarms are not showing. Patient involvement is unknown. There was no report of patient or user harm.